Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 595cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade iii capsular contracture of the breasts by a medical professional using the patient's symptoms. As a result, the patient was scheduled for bilateral breast implant removal on (B)(6) 2025.

Manufacturer narrative:
On december 23, 2024, mentor received pre-operative examination notes that included a diagnosis of left breast capsular contracture; there was no mention of right breast issues or diagnosis. The right breast was noted to be soft. As initial information indicated bilateral capsular contracture, mentor associates conducted follow-ups for clarification. On january 09, 2025, mentor received a response from the healthcare professional confirming the complication was only left-sided. As this file was created for the right breast prosthesis and it was confirmed no complication was experienced on the right side, this event is no longer reportable. No further communication will take place. Manufacturer¿s reference number: (B)(4).